Event description:
There was oil or dirt noted on the drain area at the bottom of the device. After further investigation, it was noted that the substance was stuck to the plastic and could easily be removed with gentle friction. Multiple spots were loosened and the contents were aspirated into a syringe. All appropriate administration was notified. A portion of the aspirated contents was delivered to the lab for analysis. Preliminary results look to be a fungus. Machine was taken out of service immediately. Manufacturer told the nurse manager that discovered this issue that FDA approval for uv light error replacement 'should be coming soon'. There was no harm to the patient.